Event description:
The pt was implanted with an ams monarc sling on (B)(6) 2007 to "treat stress urinary incontinence." It was reported that the pt has "suffered from multiple side effects including chronic hip pain, back pain, burning around the urethra, irritation, and soreness in her vagina, infection, inflammation, scarring, bleeding, difficult bowel movements, and dyspareunia. The pt has also suffered emotional distress and other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.